Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the barrel of the bd plastipak¿ luer-lok¿ syringe was cracked between the markings of the 0.5 and 1.0 ml scale of the syringe.¿ found before use. No report of serious injury or medical intervention noted.

Manufacturer narrative:
Samples/photos analysis: the sample sent by the customer was verified and it was possible observe foreign matter (dirt) and barrel damaged. It was verified the batch record and the manufacturing date for this batch was december 26th to 28th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Investigation conclusion: confirmed: bd was able to confirm/reproduce the incident in question. It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the problem is a barrel jam on assembly machine system. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, will be performed the blitz (B)(4) for defects of damaged components and leakage.